Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown sensor issue occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the allegation was not found for transmitter ID 8lybyd. In addition, signal loss greater than one hour was found in connection to the reported allegation for transmitter ID 8mreyb. The probable cause of the signal loss could not be determined. The reported event of an unknown sensor issue is reportable based on the finding of signal loss greater than one hour. No injury or medical intervention was reported.